Manufacturer narrative:
Danon et al reliable atrial septostomy by stenting of the atrial septum; catheterization and cardiovascular interventions 66:408¿413 (2005); report death of a newborn with hypoplastic left heart and intact atrial septum. She had the stent placed on her first day of life and clinically improved following the procedure; however, her condition deteriorated and she died at 3 days of life. The stent remains implanted thus unavailable for analysis. There is no sterile lot number available; therefore a review of the manufacturing documentation could not be performed. Death is a known potential outcome of stenting. Patient factors including the patient¿s pre-existing hypoplastic left heart and intact atrial septum may have contributed to the reported event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore, no corrective action is required. This article was found during a recent clinical evaluation review/literature search of this device and the full article is attached. The citation is as follows: danon et al reliable atrial septostomy by stenting of the atrial septum; catheterization and cardiovascular interventions 66:408¿413 (2005).

Event description:
Danon et al reliable atrial septostomy by stenting of the atrial septum; catheterization and cardiovascular interventions 66:408¿413 (2005); report death of a newborn with hypoplastic left heart and intact atrial septum. She had the stent placed on her first day of life and clinically improved following the procedure; however, her condition deteriorated and she died at 3 days of life.